Event description:
It was reported via trial, that on (B)(6) 2008 three xience v stents were implanted. A 3.5x15 was placed in the mid left anterior descending artery (mlad) and a 2.5x18 and 3.5x28 were placed in the distal right coronary artery (drca). On (B)(6) 2009 the patient experienced angina unrelieved by nitroglycerin and diagnosed as a non q wave myocardial infarction. The patient underwent coronary artery bypass graft on (B)(6) 2009 for 90% stenosis in the lad, 50% stenosis in the circumflex and 85% stenosis in the rca. The patient's condition resolved on (B)(6) 2009 and the patient was discharged to home. Though requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). Stent: xience v 2.5 x 18 mm (part#1009539-18/lot#8071661); 3.5 x 15 mm xience v (part#1009542-15/lot#8072161). Angio-seal. The xience v 2.5 x 18 mm (part#1009539-18/lot#8071661) and 3.5 x 15 mm xience v (part#1009542-15/lot#8072161) are being filed under separate manufacturer report numbers. There was no reported product deficiency. Angina, myocardial infarction (mi), and restenosis are known adverse events as listed in the xience v instructions for use. Additionally, angina, mi, EKG/ECG changes, elevated enzymes, restenosis, treatment with medication, surgical procedure, and hospitalization are listed in the risk assessment matrix (ram (B)(4) revision e) as no-fault complications. Though a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.